Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose level of 168 (mg/dl). The customer changed the tubing and delivered a bolus; however, another occlusion alarm occurred. Due to the occlusions occurring in the past, troubleshooting to determine the source of the occlusions was unable to be determined.